Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited undersensing and loss of contact. The device was explanted and replaced by a second implantable cardiac monitor (icm) in the same implant location. The second icm exhibited the same undersensing and loss of contact. The second device was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.